Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 to report that on (B)(6) 2016, the patient continued getting an error message after detaching transmitter, waiting 3 hours, and recalibrating. No additional patient or event information is available.